Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a superficial femoral artery (sfa) intervention for recanalization, the cxi support catheter strain relief hub snapped off as the catheter was being removed. It was noted that the physician pulled the catheter by the hub during removal. Contralateral access to the patient's common femoral artery was gained by crossing over the aortoiliac bifurcation utilizing a sheath. The patient's vessel was noted to be calcified. Another catheter was utilized to successfully complete the procedure. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Corrected information: initial report - date received by manufacturer = 26dec2017. Investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used cxi support catheter was returned in damaged condition. The catheter shaft was free of damage or kinks, except for the place of separation on the proximal end. The separation appeared to be clean, without any unbraiding occurring in the braided shaft of the catheter. The hub appeared to have no damage. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. However, it is likely that this event can be attributed to user/ handling as the catheter was withdrawn by the hub, which may have placed excessive force on the bond between the catheter shaft and hub. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.